Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 20ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent just distal of the non-engaged safety mechansim. The following observations were noted during the sample evaluation: the needle tip was barbed suggesting contact between the needle a hard surface. The needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of asdts0003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the safestep was accessed to the port system, the patient complained of pain. Therefore, needle was removed. When the tip of the removed needle was checked, the needle tip was found to be slightly deformed. Another safestep was re-accessed to the port system. The treatment could be completed using another safestep needle without pain. There was no reported patient injury. On (B)(6) 2020 - the safety mechanism would not engage over the needle tip due to the bend within the needle.